Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: there was no black box data for the dates of complaints due to being over written with continuous use. The black box and history did recorded cs 052-0001 and cs 078-0004 alarms. There were no alarms during investigation. Opened pump and removed from case and there was no internal defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump emitted a call service alarm every week. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.